Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File information provided indicated the use of an approved cartridge with an unknown handpiece. The viscoelastic used was not indicated. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Additional information was requested. A partially completed questionnaire was received on (B)(4) 2013. (B)(4).

Event description:
A nurse reported that following intraocular lens (iol) implant surgery, a patient had blurry vision, could not drive, and saw halos. The lens was exchanged for a different model. No further information is expected.